Event description:
It was reported that after procedure, a patient who underwent a procedure involving the es generator 06725 ss501sx microp 400w exper ienced burns at the buttock area caused by the rem (return electrode monitoring) pad. The patient sustained a 2nd degree burn at the buttocks and reported pain at the buttock area to hospital administration. The cautery pads were properly placed at the patient's t high, but the injury occurred at the buttocks area. Topical medicine was applied to treat the burn. A new rem pad was opened using the same generator, and there was no more burn incident observed.

Manufacturer narrative:
D10 concomitant products: 06725, es generator 06725 ss501sx microp 400w (serial#:(B)(6), e2450h, e2450h button pencil w 3m cord x50 (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after procedure, a patient who underwent a procedure involving the generator experienced burns at the buttock area caused by the rem (return electrode monitoring) pad and pencil. The patient sustained a second degree burn at the buttocks and reported pain at the buttock area to hospital administration. The cautery pads were properly placed at the patient's thigh, but the injury occurred at the buttocks area. Topical medicine was applied to treat the burn. A new rem pad was opened using the same generator, and there was no more burn incident observed.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.